Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19. The customer's blood glucose (bg) was 280 mg/dl. The customer changed the cartridge and the alarm did not reoccur. A bolus of insulin was delivered to address the high bg level.